Event description:
The patient underwent a sling procedure in 2005. Sixty-five days post-operatively, a 0.2cm x 2cm exposure of the tape was noted and a re-operation was performed on the patient the next year.